Event description:
It was reported that patient presented via merlin.net transmission. Stored egm showed device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No changes have been made to date, as the patient had been non-compliant.

Event description:
New information received indicated that the recommended programming changes were made.